Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult clip deployment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two mitraclip were implanted successfully. A third xt mitraclip was attempted to be implanted but could not be released from the delivery catheter during deployment. Standard troubleshooting was performed. Manual gripper line removal was performed without issue. After 20 minutes of maintaining tension and slightly turning the clip delivery system (cds) clockwise and counterclockwise, the clip finally released, reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.